Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that the device had recently been cleaned by her health care provider's office. Blood glucose level at the time of the incident was 279 mg/dl. During a follow up call, the customer's daughter stated that the customer had a blood glucose level of 400 mg/dl, which was treated with an insulin pen. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with act and up buttons unresponsive due to corroded keypad traces. No button error alarm noted. Unable to verify download anomaly or perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. The insulin pump had cracked battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.